Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 471-600 mg/dl with vomiting. Cause of bg was unknown. Customer delivered a correction bolus via the pump and administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.